Event description:
The customer has reported a second incident of similar concern in recent weeks, regarding spo2 (pulse oximetry) alarm monitoring performance with the company's sc 7000 multi-parameter patient monitor. Their report indicates ECG, saturation, respiration, temperature and nibp were monitored. The patient saturation was monitored with a new nellcor n-25 disposable sensor. The nurse on night duty noticed (approximately 1am) that spo2 saturation for a patient had fallen below the lower alarm limit of 85%. After a delay (the nurse could not accurately estimate), the alarm was triggered at a level of 63% saturation. When the spo2 value dropped below 60%, the alarm switched off. Neither visual, nor accoustic alarm was triggered on the monitor or central monitor. The following morning, a similar situation occurred between 6:58 a.m. And 7:02 am. The customer observed a bradycardia alarm on the central monitor. When they reached the patient, the monitor was emitting an alarm for bradycardia as well as saturation drop. Once the patient had recovered with respect to heart rate, the saturation was displayed at approximately 60%. The spo2 alarm suddenly switched off and resumed only after reaching 35% saturation. After, the device displayed a saturaion of 9% for approximately one minute. This seemed unbelievable since the pulse and heart rate differed drastically and the patient appeared more "rosy" (normal) in color. It is the customer's contention that following review of the alarm reports and trend graphics, at least 50% saturation was present at this time. The customer feels that motion artifact was not a factor during this event, since the patient was unresponsive and motionless during this period. There have been no reports of patient impact as a result. They have indicated turning off the 10 second "spo2 alarm validation delay" feature, to improve performance.